Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the remote manager had been failing repeatedly. The field service engineer (fse) unloaded all medications from the remote manager and then disconnected and deleted the remote manager from the system. The pyxis bus module controller and pyxis bus cable were replaced. The remote manager was then reconnected and added back to the system, and medications were reloaded. During the medication load process, the remote manager was opened and closed more than 20 times with no failures observed. The hardware test application was executed, and all tests passed successfully. The remote manager was accessed through the application via inventory, and functionality was verified with no further failures observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and remote manager kept failing. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.